Manufacturer narrative:
The reported events of high pacing lead impedance, loss of capture and noise were not confirmed. As received, a partial lead (distal portion) was returned in one piece. Final analysis did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the right ventricular (rv) lead was exhibiting oversensing noise, high pacing impedance and failure to capture. The rv lead was explanted, and new rv lead was implanted. The patient was in stable condition.